Event description:
It was reported that during a CABG procedure, the suture broke while tying the knot. The clinician was using the suture for an anastomosis. Surgery was delayed for an unspecified amount of time. It is estimated that the pt lost 500ml of blood and required blood products. Another suture was used to complete the anastomosis.